Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter which resulted in the pump battery fully depleting and the pump shutting off. Reportedly, the customer was able to successfully charge the pump with an alternate wall adapter. The customer¿s blood glucose was 223 (mg/dl).